Event description:
Complainant claimed to have had an allergic reaction to the (B)(6) firm hold denture adhesive she was using. She experienced night sweats, problems eating, terrible fatigue, and lost four pounds in two weeks. Medical attention was sought, and the doctor told her that it was possible an allergic reaction to the product.

Manufacturer narrative:
No incidents were recorded during the compounding or packaging process that could be attributed to negatively impacting the quality of the product. All samples collected during the compounding and packaging process passed specification for all analytical testing required for release to market. A reserve sample of lot 30651 was tested for physical attributes by the quality control chemistry laboratory according to (B)(4), flavor, odor, color, texture testing in finished material or product. The data shows that the physical attributes were within specification and consistent with the filled product results recorded prior to the release of the finished product. The product was a thick, pink, gritty paste with no taste or odor with no recorded anomalies. The returned sample was tested per (B)(4), total aerobic plate count, by the quality control microbiology department. (B)(4). The recorded results state that the sample contained less than ten colony forming units per gram. This result is consistent with the results of the filled product for lot 30651 tested prior to release of the finished product to market. Per (B)(4), the product was identified to be a thick, gritty, pink paste with no odor.